Event description:
It was reported that during implant the helix failed to properly extend. Undersensing and no capture, and positioning/fixation difficulty were also reported. The lead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. It was noted that blood was in/on the helix mechanism.